Manufacturer narrative:
The logs that were received. Confirm the o2 concentration setting at 65%. The logs also showed that the average measured o2 concentration by the ventilator was 84% which is the same as the reported external measurement. The logs further showed that at the average delivered inspiratory tidal volume measured by the ventilator was 20 ml while the average expiratory tidal volume was 210 ml. The reported tandem use of a high frequency jet ventilator (hfjv) implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. There are no technical error codes in the logs. The alarming was correct but, the cause of the high o2 concentration alarm has not been determined. According to the customer, the reported problem arose when the ventilator was in tandem use with a hfjv and not otherwise.

Event description:
It was reported that a high frequency jet ventilator (hfjv) was used in tandem with a ventilator on a patient. It was noted that the measured inspiration o2 concentration by an external measuring device showed 84% while the set o2 concentration on the ventilator was 65%. The ventilator was alarming for high o2 concentration. There was no patient harm reported. (B)(4).